Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces and there was no button error alarm during testing. They were unable to perform the displacement test due to the no button response. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was asleep and woken up by the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.